Event description:
It was reported that in preparation for a percutaneous coronary interventional (pci) drug eluting stenting procedure, stent damage was observed. The lesion was located in the left anterior descending (lad) artery. During preparation, damage to the proximal end of the stent was reported. The stent did not enter the patient. The procedure was completed with another unspecified stent. No patient injuries or complications were reported. The patient's current condition is reported as "stable."

Manufacturer narrative:
A visual and microscopic examination found severe damage to the proximal edge of the stent. Two struts on the first proximal row were raised. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked. The hypotube damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is handling damage. A complaint with a most probable root cause classification of handling damage indicates that the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/ preparation.